Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Medwatch number: mw5082870 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast implant surgery procedure with mentor medical devices (unk_tissue expanders) has reported unexplained systemic symptoms, which included but not limited to rashes and lesions, fatigue, anxiety depression, sleeping disorder, mental concentration impaired cognitive and dermatological symptoms. The patient also has experienced lymphadenopathy (no medical data were provided)the patient was required surgical intervention and medical devises removal. Lymphadenopathy is disease of the lymph nodes, in which they are abnormal in size, number, or consistency. Common causes include infections, autoimmune diseases, and cancers. Lymphadenopathy is also frequently idiopathic and self-limiting. As a result patient underwent bilateral removal and replacement with tissue expender on the left on (B)(6) 2017 and gel implant on the right on (B)(6) 2017. No further information is available at this time. Should more information become available, this case will be re-assessed, and notes will be updated. This report is for the right side.

Manufacturer narrative:
On 3/14/2019, for proper codification mentor decided to remove the patient code "lymphadenopathy". Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/2/2019, mentor identified that the initial report that was submitted has an incorrect due date of 3/14/2019 and the correct due date is 4/13/2019. Manufacturer¿s reference number: (B)(4).